Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced to resolve the issue.

Event description:
The hospital reported an alarm for loss of volume mode during pre-use checkout. There was no patient involvement.